Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the mahurkar catheter. The customer reports "they found blood leaking out from the catheter after it had been embedded into the patient's body after 2 weeks."